Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿distinct forms of esophageal lesions after radiofrequency and cryoballoon pulmonary vein isolation.¿ jacc: clinical electrophysiology. Volume 4, issue 12, december 2018, pages 1642-1643. Https://doi.org/10.1016/j.jacep.2018.08.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoballoon ablation to treat atrial fibrillation. There were reports of patients who underwent the procedure who developed esophageal lesions. The lesions recovered within one week after the procedure. The status of the catheters is unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.